Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery now alarm, low batt alarm then power error 25 confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed low battery, replace battery now and then alarm 25 was triggered due to connector resistance issues j6. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the insulin pump was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. The insulin pump had minor scratched display window, scratched case and a pillow keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed to replace the battery and pump error. The customer's blood glucose reading was 45 mg/dl at the time of incident. Troubleshooting found that this alarm occurred twice and did not alarm low battery beforehand. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details provided.